Manufacturer narrative:
(B)(4). Repot source, literature - j. Chappuis, p. Boute & p. Putz (2010) dorsally displaced extra-articular distal radius fractures fixatio: dorsal im nailing versus volar plating. A randomized controlled trial. Orthopaedics & traumatology: surgery & research (2011) 97, 471¿478. Http://www.sciencedirect.com/science/article/pii/s187705681100096x. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had carpal tunnel syndrome which was managed by surgical decompression.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The following sections were updated: date of this report - (B)(6) 2017; date received by manufacturer - aug 24, 2017; type of report - follow-up 1; if follow-up, what type - additional information, correction. The following sections were corrected: common device name - fixation, plate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.